Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
After a superdimension enb procedure a patient experienced urinary retention. A foley was placed for approximately 1 week and the patient is now self-cathing. The physician attributed the incident to a anti-cholinergic medication given during the procedure. If additional information is obtained a follow-up report will be submitted.